Event description:
The pt was revised because of wear.

Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the mfg lots. The investigation could not verify or draw any conclusions about the reported polyethylene wear. The length of time implanted (16 years) could be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.